Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 297 mg/dl. The customer's mother stated that the display did not return after a battery replacement. She did not know whether the customer had treated for his blood glucose level, as he was away at school. Advised replacement of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints at the electrical component on the interface board. The insulin pump was received with a cracked case at display window corners, reservoir tube and reservoir tube window. The device was received with a broken reservoir tube lip and battery tube threads. The insulin pump was also received with a minor scratched lcd window. It was also received with a missing end cap sticker.